Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2010. The ICD had been successfully interrogated in the box prior to the implant. During the implant procedure, the induction was performed without any problem, and measurements as well. The programmer froze when trying to apply previously stored parameters. The programmer was disconnected to force a power down, and was then restarted.

Manufacturer narrative:
On (B)(4) 2010; this event concerns a device that was manufactured and used outside the united states. Analysis is pending.